Event description:
The hearing aid (h/a) pt had a history of chronic middle ear infection and drainage. He is under a dr's care, but continues to have drainage and debris in his ear canal from the middle ear disease. The dr does not feel that wearing the hearing aid makes his infection worse.